Event description:
Biomed reported the pump was programmed to deliver acetylcysteine 1800mg over 1 hour. The patient received 9300 mg rapidly. The patient required i.v. Benadryl and the patient had some respiratory decompensation. However, the customer reports the patient subsequently improved. The customer did not provide any additional patient or event details.

Manufacturer narrative:
(B)(4). Device not received, log review only. Event happened at (B)(6) hospital. The customer has requested an event log review. The event logs and data set have been received and the evaluation is pending. A follow up report will be submitted with failure investigation results once the evaluation has been completed.